Event description:
Pt was revised to address recurrent dislocation (left side). Converted head to a bipolar.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the product and lot code was unavailable. It has been reported that the depuy device was implanted with a competitor mfg product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.